Event description:
A literature article described a retrospective study of 30 consecutive patients (26 males, 4 females with a median age of 71 years) who underwent robot-assisted radical cystectomy (rarc) with intracorporeal urinary diversion (icud) with curative intent for muscle-invasive and high-risk non-muscle-invasive bladder cancer between 2017 and 2021. The aim of this study was to describe the initial experience with robotic-assisted radical cystectomy (rarc) with intracorporeal urinary diversion (icud) performed by two robotic surgeons at a single center. The article mentioned six patients who required blood transfusions related to unspecified drops in hemoglobin and one patient who returned to the operating room for an ileal-ileal anastomotic leak and subsequently developed a urine leak requiring bilateral nephrostomy insertions. There was no report of a da vinci device malfunction or that a da vinci device caused or contributed to the events. Additional information was requested from the designated author; however, no response was received. There were no da vinci device issues reported in the article.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information. Citation: shepherd, a., bunjo, z., sutherland, p. Et al robotic-assisted radical cystectomy with intracorporeal urinary diversion: initial south australian experience journal of clinical urology 2024, vol. 17(4) 341¿345 https://doi.org/10.1177/20514158221084828. In section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used.